Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening curved on anterior, and white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. A striated opening on anterior assessed as surgical damage additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.